Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the patient developed worsened headache prior to their death with sense of impending doom, and then worsened headache again the next morning with seizure activity. A CT scan had later revealed the right sided sdh significantly enlarged from the previous last week, along with new acute hemorrhage, with underlying brain compression, herniation and cerebral edema.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient's initials were (B)(6). The date of birth is (B)(6) 1952 and the patient is a male. The patient weight was updated, as well as the implant date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the clinical event committee indicated the event was not related to the device, therapy, or implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced a subdural hematoma (sdh) / subarachnoid hematoma due to several falls that resulted in that patient being hospitalized from (B)(6) 2016. The diagnostics methods included a seizure evaluation / workup that resulted in the identification of the sdh. A CT scan was performed on (B)(6) 2017 that confirmed there was no increase to the sdh size. On (B)(6) 2016, the patient presented to the emergency department with somnolence, respiratory failure, and a home seizure; the patient does not have epilepsy. It was then noted that a new area of the brain bleed was discovered so the patient received in-house palliative care, but the patient died on (B)(6) 2016. On (B)(6) 2017, information was received that indicated that the site/hcp confirmed that the previously reported event was related to the death. Both the hcp and endpoint adjudication committee (eac) assessed the event as not related to the device/therapy and possibly related to the implant procedure. No further complications were reported.